Event description:
The customer reported that the display on this unit stays blank, when the unit is powered on.

Manufacturer narrative:
The factory has not yet been received for the device for evaluation and this complaint is still under investigation.